Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 655mg/dl. The nurse stated that the customer was feeling terrible and was vomiting. The customer was experiencing high glucose level for the last couple of days. The caller stated that the customer will call when they are ready to do troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.